Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Perform voltage test and unit failed. Functional testing was performed and there was no failure detected. Perform share log review and customer complaint was confirmed via the data. The reported event of transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 01/27/2017. Complaint for a failed transmitter was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.